Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed ¿dosing stopped, connect cgm or enter bg¿ while the user was on a dexcom g7, and the device was not receiving cgm data due to an incorrect sensor code entered on the ilet; the correct code was then entered and pairing was initiated, with a fingerstick bg entered to resume dosing during pairing. Symptoms included hyperglycemia with a reported peak of 410 mg/dl, without dizziness, loss of consciousness, or other acute complications. Outcomes included no hospitalization, no medical intervention, no assistance, and no use of backup therapy or ketone testing. Investigation included customer care review, confirmation of the mismatched cgm pairing code, correction of the code, and education on pairing proximity and timing. Investigation of this case revealed a use-related pairing error resulting in loss of cgm communication and a dosing stop alert, which was resolved by entering the correct dexcom g7 sensor code and re-establishing connection. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect cgm sensor code entry leading to temporary loss of cgm data and automated dosing.